Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed gap between the acoustic lens and the ultrasonic probe could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: b3 - event date. B5 - event description.

Event description:
The issue was found after a diagnostic echoendoscopy procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the up/down knob could not be locked securely, the air/water cylinder was discolored, the suction cylinder was discolored, water tightness was lost due to deformation of the scope connector, the electrical connector was corroded, water tightness was lost due to a pinhole on the bending section rubber, insulation resistance at the distal end was out of standard due to adhesive peeling on the bending section rubber, the image had white dots due to damage on the charged coupled device, there was a gap between the acoustic lens and the ultrasound probe, the acoustic lens was damaged, the adhesive on the bending section rubber was detached, the connecting tube had the coating peeling, and the bending angle in the up direction was out of standard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had leakage from the distal end. Inspection and testing of the returned device found there was a gap in the adhesive on the distal end and a gap between the acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.